Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for scheduled follow up. Upon device interrogation, multiple stored episodes of low impedance were noted on the left ventricular lead. The lead also exhibited high capture thresholds. The lead was explanted and replaced on (B)(6) 2015. Patient's condition was good post procedure.